Manufacturer narrative:
Approximate age of device - 1 year and 3 months. (Calculated from the date when the system controller was issued to the patient.) No device equipment or system controller log file were returned for evaluation and an autopsy was not performed. The investigation was unable to evaluate a cause for the reported event. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found unconscious with both system controller power leads disconnected from power. One battery was connected to the battery clip while another battery and the battery clip were nearby. The system controller was underneath the patient, exhibiting a red heart alarm. It was presumed that the patient was attempting to switch power source from the power module to batteries and accidentally disconnected both power leads. The patient expired without lvad support. An autopsy was not performed. The patient was reportedly stable with no issue before this incident. No additional information was reported.